Event description:
The contra wire could not be advanced. The delivery catheter could not be removed through the ipsilateral limb. The handle was dismantled to facilitate removal, but the delivery catheter still could not be removed. The pt was converted to open surgical repair.